Event description:
Needle functioned properly during test prior to procedure by surgical nurse. After needle inserted into abdomen by surgeon for abdominal insufflation, co2 gas pressure was not normal. Surgeon removed needle and noted that the sharp surface of the needle was exposed and the cover was not properly retracting over the needle to prevent injury to abdominal contents. Two bowel punctures were noted which did not require surgical repair procedure. Laparoscopic pain mapping.